Manufacturer narrative:
Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the single use ligating device exhibited difficultly detaching loop from the polyp-loop. There were no reports of patient involvement.